Manufacturer narrative:
On (B)(6) 2017: the customer's clinical diabetes specialist reported the customer was to use contact detach infusion sets to address the issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer's blood glucose level ranged between 203-212mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. During a follow-up, it was reported the occlusion alarms continued after a cartridge and infusion site change were performed. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion.